Manufacturer narrative:
The sheath 4fc12 was returned and analyzed. Visual inspection showed the shaft was kinked and twisted at 2.3 inches from the tip. The catheter failed the insertion test with the returned sheath. In conclusion, the sheath failed the returned product inspection due to a shaft kink and twist. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the sheath subsequently tested out of specification per the manufacturer's investigation.